Event description:
Caller reported that the pump battery would not charge despite using a tandem charging cable and attempting to charge via a wall outlet. Technical support instructed the caller to plug the pump into a different outlet and use a different wall adapter and charging cable, but these steps did not resolve the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and instructed the caller to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. The caller was also guided on storing the pump before returning it to tandem using a pre-paid label within ten days.

Event description:
Caller reported that the pump battery would not charge despite using a tandem charging cable and attempting to charge via a wall outlet. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.